Event description:
Communication from manufacturer to biomed: this message is in follow-up to your recent contact regarding three medfusion keypads (part no.: 40-5768-51a.) You had reported the following issue: "I had a medfusion 4000 came in with a keypad error last week. I tested it and noticed the 7, 8, 9, 0, and 'back' keys were not functioning. While troubleshooting, I put one of our spare 3500 keypads on the unit to test, and the same six keys were still malfunctioning while the rest worked. Two more 4000s arrived in the shop with notes saying keypad error. After testing the units the exact same six keys were the only ones malfunctioning."keep in mind that the model 3500 keyboard is exactly the same keyboard used in the 3500.there was no incident report filed because it seemed like routine failure of the pump to the staff. It was discovered after the fact by our biomedical engineering technician that there were 3 units that demonstrated the same failure within a couple of days. The devices are approximately 3 months old (each one). This facility has had multiple issues with these pumps since introducing them into the facility. We continue to work with the manufacturer.====================== manufacturer response for medfusion 4000 infusion pump, medfusion 4000 (per site reporter). ====================== product complaint file mpau 168829-com has been opened to document this occurrence. If the components are available to be returned for investigation, please send the samples using smiths medical fedex account to the below address and provide the package tracking number.